Manufacturer narrative:
Product ID 748966, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 3487a-33, lot# j0349369v, implanted: 2003 (B)(6); product type lead product ID 7434a, serial# (B)(4), implanted: 2003 (B)(6); product type programmer, patient. (B)(4).

Event description:
It was reported that the day prior to the notified date the patient felt stimulation turn on when he bent over. It was noted that he had not had his stimulation on for the past 5 years. The patient knew stimulation turned on because he felt tingling in his hand. He was able to turn his implantable neurostimulator (ins) off 3 hours later when he got home with his patient programmer. It was noted that the patient was disconnecting an old organ for his mother in-law when it happened. It was recommended that the patient contact his healthcare provider and he could have the ¿reed switch¿ disabled. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.